Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 300 units of insulin. The customer's blood glucose level was 170 mg/dl.